Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source light had no activation and could not control the light from the panel. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. The evaluation confirmed the following: blinking front panel intermittently and scope detection slide are not functioning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the output connector failure. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Updates are added to the following fields: a2, a3, b1, b2, b5, b7, d8, d9, d10, h1, h4, h6.

Event description:
It was additionally reported that the issue occurred in the middle of a therapeutic bronchoscopy. There was an approximately 1-hour delay to wait for another scope to be ready. The procedure was completed thereafter without further incident.